Manufacturer narrative:
Product complaint # ((B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that this was a lumbar interbody fusion at l5 treating lumbar spinal canal stenosis on (B)(6), 2021. The screw proceeded deeper than expected, the surgeon tried to put it back when the screwdrivers tip broke. According to the surgeons comment, the bone had been hardened, and the screw was tightly fixated, so, he decided not to extract both the screw and screwdrivers fragment. The procedure was completed less than 30-minute surgical delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) viper2 t20 hexlobe driver shaf. This report is 1 of 2 for (B)(4).